Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the pre-repair calibration and test cut could not be performed due to damaged parts. The gear and other parts were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the gears are damaged and the cutter was not cranking to allow tissue to go through the machine. No adverse events were reported as a result of this malfunction.